Event description:
The pt had a spinal cord stimulator placed. It became defective and was taken out. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).